Manufacturer narrative:
Device/batch history record review findings: DHR review was performed on the lot number 7268970. The lot number was built on afa line 9, from september 27, 2017 thru september 30, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot regarding the reported defect. The peura (end user risk analysis): was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: received one used iag/bc 18ga unit and an opened package from the lot number 7268970 and tube holder. The unit consisted of the catheter/adapter assembly. Needle/safety barrel assembly was not returned, microscopic examination: observed two linear cracks that start at the threads of the adapter and runs up through the tab. Water/air leak test: using a lab supplied male luer test fitting, performed a water/air leak test. The adapter leaked from the crack observed in the body of the adapter. A definite root cause for crack adapter could not be determined, but it was identified to be related to the manufacturing process. The failure could potentially happen on zone 1, zone 2 or zone 5. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the health care worker noticed blood leaking from the bd insyte¿ autoguard¿ bc shielded IV catheter despite the good interlock of the device. Upon removal of the device a crack was noticed in the catheter where the leak seemed to be coming through. Found during use. No reports of exposure of bodily fluid, medical intervention or serious injury.